Manufacturer narrative:
A review of the device history records for this device did not reveal any non-conformances to specification, or deviations in procedure, which might contribute to the reported event.

Event description:
It was reported that the patient underwent implantation of a prestige st disc at c7-t1 in 2008 due to cervical neck pain with radiculopathy. Sometime post-op, the patient developed dysphagia at c7-t1. At approximately nine months later, the patient underwent a revision surgery where the falange screws and the discs were removed. There were no complications during the revision surgery.